Event description:
It was reported to tycohealthcare/kendall in 2005 that a customer had a problem with a circumcision kit. According to the customer, the bell and clamp at the gomco slipped after being tightened down on the head of the penis with foreskin draped out under the edges. It caused bleeding and one pt required stitches to repair the injury.